Event description:
An asymptomatic patient was inappropriately shocked for oversensing on the ventricular lead. The rv lead seemed to be oversensing the p-wave. The lead was repositioned.

Manufacturer narrative:
Na